Manufacturer narrative:
Device not received stuck in manufacturing mode. Unable to perform the displacement test and the p-cap or reservoir will not lock properly due to missing retainer. Device received with missing reservoir tube o - ring, scratched case, fading serial number label, cracked keypad overlay at select button and severely scratched lcd window. No unexpected blank display anomaly noted. However, unit received with high sleep current due to corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had blank display screen. The blood glucose was 14 mmol/l at the time of the incident. The insulin pump will be returned for analysis. Customer reported that, the insulin pump had turned off during the weekend and does not turn back on despite several battery changes. Customer has already reverted to back-up plan. Customer advised to replace the insulin pump. The insulin pump will be returned for analysis.